Event description:
It was reported that during implant, the right atrial (ra) lead prolapsed on itself in the vein causing the lead to kink. The doctor did not feel comfortable implanting the lead with a slight bend at the distal end, so the ra lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and all conductors were distorted. It was noted that there was blood in/on the helix mechanism, the lead appeared damaged at implant and the lead was stretched.